Event description:
This spontaneous case was reported by a consumer and describes the occurrence of rash ("skin rash") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dysgeusia ("metal taste sensation"), migraine ("migraines"), mood swings ("mood swings") and alopecia ("hair loss"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy with cystoscopy). Essure was removed. At the time of the report, the rash, feeling abnormal, dysgeusia, migraine, mood swings and alopecia outcome was unknown. The reporter considered alopecia, dysgeusia, feeling abnormal, migraine, mood swings and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.